Manufacturer narrative:
Impact code: problem identified before clinical use/exposure. Additional information found in pre-deco evaluation of the device was that one finger was severely bent with no eyelet present. The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a pascal device in mitral procedure where during preparation, the device detached from the fingers. The procedure was completed successfully with the first implanted device. Decision was made to not implant a second.

Manufacturer narrative:
The complaint for unable to open implant was confirmed objectively based on the evaluation of the returned device. Upon initial device evaluation, the device was clearly damaged, and the implant was freely moving on the actuation wire. There was a broken eyelet found at this time. The device was unable to be tested for chattering; however, due to the description provided by the clinical specialist, ratcheting and resistance to close is a known issue and can be concluded as empirical confirmation. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. There are currently investigations and/or corrective actions being implemented for both events that occurred in this complaint. In regards to the broken eyelet that was found, there is an investigation associated with the broken eyelet already which concluded that mishandling and over manipulation of the ic shaft by the manufacturing process at both the supplier and edwards may lead to severe damage of the eyelets. Severe damage can result in a break of the eyelet during device actuation. Corrective actions for this issue were implemented on september 18th, 2024. The DHR review for this product showed that this product was manufactured on 16 july 2024. This falls within the time frame before the corrective actions for eyelet manipulation awareness to both the supplier and edwards manufacturing. It is more than likely that this unit was severely damaged due to some sort of manufacturing manipulation prior to the procedure. The heavy damage that the eyelet sustained, caused the break during the pre-procedural checks. Although chattering was noted during device preparation, actuation of the device during prep alone is not the cause of the break.